Event description:
The user facility reported cutter stopped during procedure. Info received indicates the doctor used a backup device and the procedure was completed with "no problem." A query for additional info revealed no info was available to indicate if aspiration continued when the cutter ceased functioning. No pt injury was reported.

Manufacturer narrative:
One 20ga cutter was returned with none of the original packaging; therefore, the part number and lot number could not be identified. The tip protector was not returned. Visual inspection noted the needle was bent. Functional testing was performed using a millennium system and an mve unit. The cutter performed, exhibiting clean cuts; however, the cutter receded and did not reach the cutting edge. The cutter stopped functioning. Aspiration continued throughout functional testing. The sterilization and lot history records have been reviewed and found to be acceptable.